Event description:
It was reported that the ilet user experienced recurrent hypoglycemia followed by rebound hyperglycemia due to overtreating lows with large quantities of food and sugary beverages instead of fast-acting carbohydrates in measured amounts. Symptoms included sweating and nausea during hypoglycemia with a nadir of 39 mg/dl. No reported symptoms during hyperglycemia peaking at 384 mg/dl. Outcomes included temporary blood glucose excursions with multiple lows and highs that resolved after education, without hospitalization. Investigation included troubleshooting and user education on hypoglycemia management, including use of up to 15 grams of fast-acting carbohydrates with reassessment and repetition until in range, and avoiding announcing or covering meals while low. Investigation of this case revealed user management error related to overtreatment of hypoglycemia and use of meal coverage during low glucose, with no device malfunction reported. It was concluded, based on similar reports, that the cause was user-related therapy management of hypoglycemia and overtreatment.